Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the device was fired, the clips were not closing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.